Manufacturer narrative:
Addendum for follow-up received on 30-oct-07: (B)(4).

Event description:
(B)(4). Initial report: this non-serious, spontaneous report was received from a physician via a company sales representative and our affiliate in (B)(4). This report involves a female pt (demographics not provided) who was treated with sculptra (therapy dates, dosage and indication not provided). Medical history and concomitant medications were not indicated. This female pt was treated with sculptra (poly-l-lactic acid) and experienced inflammation in the region that was injected. The specific region involved was not provided. The inflammation has continued. No additional info was received. Addendum for follow-up received on 27-sep-07: additional info was received from a company sales representative indicating the physician reported that the incident was resolved. The physician was contacted to obtain more info about the case, but the physician did not want to provide further info.